Event description:
It was reported that shaft break occurred. The target lesion was located in the moderate to severely tortuous and moderately calcified left anterior descending artery. After atherectomy, shockwave, and aggressive ballooning, a 4.00 x 20 mm synergy xd drug-eluting stent (des) was advanced through a non-boston scientific (bsc) to treat the lesion. However, the delivery system was difficult to advance and broke at about mid point before exiting into the vessel. The device was safely removed from the guide using forceps. An attempt was made to deliver 3.50 x 12 mm and 4.00 x 8 mm synergy xd stents. However, both devices delivery systems were kinked. After more ballooning of the vessel, the procedure was completed successfully with a non-bsc stent. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderate to severely tortuous and moderately calcified left anterior descending artery. After atherectomy, shockwave, and aggressive ballooning, a 4.00 x 20mm synergy xd drug-eluting stent (des) was advanced through a non-boston scientific (bsc) to treat the lesion. However, the the delivery system was difficult to advance and broke at about mid point before exiting into the vessel. The device was safely removed from the guide using forceps. An attempt was made to deliver 3.50 x 12mm and 4.00 x 8mm synergy xd stents. However, both devices delivery systems were kinked. After more ballooning of the vessel, the procedure was completed successfully with a non-bsc stent. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 4.00 x 20mm stent delivery system (sds) was returned for analysis without the manifold. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a break 98 cm proximal to the wire exchange port. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.